Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the fluid leaked from the maxzero extension set during use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection of the set showed no obvious damages or issues. Functional and pressure testing confirmed fluid leaking from the bottom of the maxzero valve component. Further inspection of the valve's base under magnification showed fluid coming out from the quadrant to the right of the cavity mark. The valve was manually disassembled and a hole was noted on the base component. The root cause of the leak was identified as a damaged base component related to a molding condition.